Manufacturer narrative:
A bec field service engineer (fse) found the wiring harness to be stressed, while replacing canister assembly. Fse disassembled the connector and found female contact pins were spread apart to where current could not drive valve to empty canister. Fse corrected the connector and replaced the canister assembly as a precaution. Bec internal notification number is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) to report hydro leak. No injury or exposure to fluid was reported.